Manufacturer narrative:
One smiths medical medfusion was returned for analysis with a cracked right plunger case. Event log history was performed and indicated that primary audible alarm background test was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker as a preventive measure, performed power up process and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. No adverse effects were reported.